Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one (crack) opening and one (sharp) opening. Based on the device analysis the final assessment is one opening (crack) assessed as cracked valve seat diaphragm valve, and one (sharp) opening assessed as unidentified (tear) opening.

Event description:
Health professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.